Event description:
The customer reported to olympus, the image is not stable on the rhino-laryngofiberscope. Inspection and testing of the returned device found the resin part of the image guide had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a stain was observed on the image guide bundle; the watertightness of the insertion tube was not maintained; the insertion tube was discolored due to handling (insufficient cleaning); the forceps cannot be inserted smoothly into the forceps channel; the channel cleaning brush cannot be inserted smoothly into the forceps channel; and the curved rubber adhesive part was missing. In addition, the suction port; the eyepiece; the grip; the angle lever; the up/down plate; the light guide connector; the fixed ring; the adapter; and the adapter work were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event is due to stress, handling, or other issues. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.